Event description:
Boston scientific received info that this pt was presented to the electrophysiology (ep) laboratory for a scheduled implant procedure. Following the implant procedure, the pt suddenly because diaphoretic associated with complaints of shortness of breath. Med assessment identified lung crackles in bases bilaterally. The pt developed a dry cough. The pt was placed on a rebreather. The pt's oxygen saturations were in the mid 90 range associated with a respiration rate of 25-30/minute. Intravenous lasix and morphine were given to the pt. A chest x-ray identified pulmonary edema. The pt was transported to the hospital's intensive care unit for continued care and observation. The suspected cause was listed as "pt lying flat during procedure."

Manufacturer narrative:
As no further info concerning this report is expected our investigation is complete. This investigation will be updated should further info be provided.